Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra meter had a power issue - meter does not turn on. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. The patient reported that the alleged power issue first occurred at an unspecified time "2-3 weeks" prior to the alert date of (B)(4) 2016. The patient does not take any medication in order to manage their diabetes and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. A "few hours" after the alleged product issue began the patient experienced "blurred vision", but as the patient is a newly diagnosed diabetic, they were unable to associate this symptom with a high or a low blood glucose excursion. In response to experiencing this symptom the patient visited their doctor's office and was prescribed with x1 500mg metformin pill to take once per day. No further treatment was provided at this time. At the time of troubleshooting the cca noted that there was no misuse of the product and the issue could not be resolved. The patient's products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.